Event description:
It was reported that the device had a latch-lock failure. There was no report of patient involvement. Evaluation of the returned device identified a faulty latch/lock flex strip.

Manufacturer narrative:
One device was received for evaluation in used condition. The reported issue was confirmed during functional testing when the reported issue was duplicated. The cause of the issue was traced to the latch lock flex strip. The latch lock flex strip was replaced, and the device passed all testing. Service history identified the complaint was not related to a previous service of the device within the review period.